Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was showing signs of an allergic reaction. The symptoms were hives all over the body. The patient was placed on aggressive antihistamine plan. The allergist did not believed it was device related. It was believed that the allergic reaction could be hormonal.